Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated current leakage in an integrated circuit. Hybrid analysis determined that there was high current drain on the digital supply in the stacked chip scale package module. The failure mechanism within the stacked chip scale package was not determined. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient passed away. Additional information related to the cause of death was requested and not rec eived.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had multiple complications including torsades de pointes thatcould have be treated by fast aai pacing. It was noted that the ipg did not functioned as it was supposed to do.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately twelve weeks post implant procedure the patient experienced shortness of breath, chest pain and fainting. The patient was treated with cardio pulmonary resuscitation (CPR). It was further reported the patient experienced inappropriate therapy and ventricular tachycardia. The physician reported that blood flow was irregular. During device interrogation the implantable pulse generator (ipg) reset and displayed memory failure, telemetry was not possible, and interrogation and pacing failed. The implantable pulse generator (ipg) was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.